Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the device was able to pair after re-interrogating the device. There were no patient consequences.

Manufacturer narrative:
The reported complaint of an inability to pair was confirmed. The provided information was reviewed by abbott engineering and a connection timeout was observed in the patient application logs. The cause of the ble connection timeout was due to a noisy radio environment. The device is connected on merlin.net. The device is performing per design.